Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported going to the emergency room on (B)(6) 2018 due to overfill. Upon follow up with the patient's nurse, it was stated that the patient visited the emergency room for fluid overload which was caused by cycler issues. Treatment rendered at the emergency room was unknown, however, the patient received a replacement cycler and continued peritoneal dialysis therapy thereafter, with no issues.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: a temporal relationship exists between the liberty select cycler with the occurrence of multiple alarms during ccpd treatment (on (B)(6) 2018 and (B)(6) 2018) and the pt. Not completing pd treatment (for approximately 48 hours) with subsequent hospitalization on (B)(6) 2018 for dyspnea, nausea, hyperkalemia, pulmonary edema and hypervolemia. Per documentation in the pt¿s medical records, the pt¿s pulmonary edema was secondary to fluid overload from end stage renal disease as pt. Has not undergone peritonea dialysis in approximately 48 hours. Therefore, a possible causal relationship can not be excluded. At the time of this clinical investigation, manufacturer product investigation is pending and therefore no conclusion can be made whether or not the liberty select cycler malfunctioned. The pt. Reported having a history of drain issues related to patient¿s position as the pt. Would need to lay on his right side to drain at a faster rate. A review of treatment data for (B)(6) 2018, confirms the pt. Experienced a slow drain rate which is likely a confounding factor. Should additional information become available, please resubmit for a clinical investigation and this clinical investigation will be updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.